Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to complete functional test due to prime anomaly. However, the insulin pump passed off no power test, self test, a21 error test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room was 500 mg/dl. The customer was admitted to the hospital. Customer was experiencing symptoms of vomiting, thirsty and urinating. The customer cause of emergency room visit was high blood sugar. The customer was treated with an IV for fluids, insulin via a pen and bolus. Customer was wearing the pump at the time of emergency room visit. After the troubleshooting was done, customer was advised it didn't find any issues with the pump. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.